Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. No further information was available.